Event description:
It was reported that the user felt resistance when they tried to drain the injected sterile distilled water at the time of balloon check before insertion. Therefore, it was not used for patients. Per sample evaluation from investigator via email on 03feb2022, an asymmetrical balloon was found during sample evaluation..

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the user felt resistance when they tried to drain the injected sterile distilled water at the time of balloon check before insertion. Therefore, it was not used for patients. Per sample evaluation from investigator via email on 03feb2022, an asymmetrical balloon was found during sample evaluation..

Manufacturer narrative:
The reported event was confirmed however the cause was unknown. One sample was confirmed to exhibit the reported failure. The device has not met specifications. The product was not used for patient treatment. The product had caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used two-way silicone foley catheter. Visual inspection of the sample noted no obvious visual observations. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water), and was allowed to rest with no observed leaks. The balloon concentricity was observed to be 100:0 as compared. This is out of specification per inspection procedure, which states, balloon symmetry shall not exceed a ratio of 70:30 when measured from the side of the shaft. ". The catheter was attempted to deflate, but solution could not be withdrawn from the balloon. The balloon was dissected to find the inflation notch was completely perforated. This is out of specification per inspection procedure, which states, "balloon shall inflate and deflate normally with use of syringe". A potential root cause for this failure could be balloon molding. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients ·patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients with known allergy to silver coated catheter." The actual/suspected device was inspected.

Event description:
It was reported that the user felt resistance when they tried to drain the injected sterile distilled water at the time of balloon check before insertion. Therefore, it was not used for patients. Per sample evaluation from investigator via email on 03feb2022, an asymmetrical balloon was found during sample evaluation.